Event description:
It was reported that at the user facility the irrigation function of the device was not working. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported loss of irrigation was unable to be duplicated during functional evaluation by a manufacturer service technician. No failures were found that would have contributed to the reported event. The device was service for preventative maintenance and returned to the user facility without repair. This report is being filed as part of a retrospective remediation of sonopet complaints that identify loss of irrigation, based on a discussion with a representative from (B)(4) on (B)(4) 2013.